Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor split upon impact. No harm was done to the patient no fragments fell into the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Visual inspection of the device confirms the impactor split on the white spherical surface. Embedded metal debris, nicks, gouges, and blurry etching were also noted. DHR was reviewed and no discrepancies relevant to the reported event were found. The surgical technique includes instructions to clean / wipe out the cup prior to reduction of the femoral head. This would prevent plasma spray particles from becoming entrapped between the articulating surfaces, but would not prevent plasma spray particles from being embedded in the secondary impactor. A corrective action was opened to address the issue of metal debris in the maxera impactor by driving a change in the surgical technique to add the same cleaning instructions prior to the usage of the secondary impactor. The root cause of the crack is from usage of the device and normal wear during field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.